Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and pregnancy with contraceptive device ("unintended pregnancy / pregnancy (no complications)") in an adult female patient who had essure (batch no. A56796; a63342) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant / bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - lot number were added. Product implant and explant date were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and pregnancy with contraceptive device ("unintended pregnancy / pregnancy (no complications)") in an adult female patient who had essure (batch no. A56796; a63342) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant / bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Lot number: a56796 man date: 2012-09 exp date:2015-09. Lot number: a63342 man date: 2012-10 exp date: 2015-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation') and pregnancy with contraceptive device ('unintended pregnancy / pregnancy (no complications)/birth') in an adult female patient who had essure (batch no. A56796; a63342) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain lower, yeast vaginitis, bacterial vaginosis, vitamin d deficiency, helicobacter duodenitis, mineral deficiency, human papilloma virus infection, pneumonitis nos, magnesium deficiency, abdominal pain, spotting vaginal, hyperinsulinemia, high risk pregnancy, renal cyst nos, anemia, grand multiparity, multigravida, parity 3 and small for dates baby. Concurrent conditions included heartbeats irregular. Concomitant products included amoxicillin;clavulanic acid (augmentin bd). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy. (Bilateral) and she had surgery to remove the essure implant / bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, fallopian tube perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device breakage, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2014: essure confirmation test. Lot number: a56796, man date: 2012-09, exp date:2015-09. Lot number: a63342, man date: 2012-10 ,exp date: 2015-10. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-dec-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation') and pregnancy with contraceptive device ('unintended pregnancy / pregnancy (no complications)/birth') in an adult female patient who had essure (batch no. A56796; a63342) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain lower, yeast vaginitis, bacterial vaginosis, vitamin d deficiency, helicobacter duodenitis, mineral deficiency, human papilloma virus infection, pneumonitis nos, magnesium deficiency, abdominal pain, spotting vaginal, hyperinsulinemia, high risk pregnancy, renal cyst nos, anemia, grand multiparity, multigravida, parity 3 and small for dates baby. Concurrent conditions included heartbeats irregular. Concomitant products included amoxicillin;clavulanic acid (augmentin bd). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy. (Bilateral) and she had surgery to remove the essure implant / bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, fallopian tube perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device breakage, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 17-feb-2014: essure confirmation test. Lot number: a56796 man date: 2012-09 exp date:2015-09 . Lot number: a63342 man date: 2012-10 exp date: 2015-10. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events device breakage and fallopian tube perforation were added, outcome of pregnancy was updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.